Event description:
The caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. After guidance from technical support, they performed a pump reset, which resolved the issue, as no further errors were displayed. There was no adverse impact to the customer's blood glucose level. The caller successfully started their sensor session after the reset.